Manufacturer narrative:
Although there was no report injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined an MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.

Event description:
Concurrent editing/access issues: pt treatment plan revision performed in aria rt chart while pt was being treated. Customer said they saw no warning and system did not prevent an edit during treatment. There was no report of injury to the pt.